Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - the root cause of the reintervention is unk. Please note add'l devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2004, the pt was implanted with two gore bifurcated excluder aaa endoprostheses. On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses. No further info is available.